Event description:
It was reported that during use with 5 bd vacutainer® eclipse¿ blood collection needle the safety shield broke off of device. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that safety device slipping off and failing to secure the needle while using cat 368607 lot 2355795.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 18-aug-2023. Medwatch report # mw5144804. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, bd inventory retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 5 bd vacutainer® eclipse¿ blood collection needle the safety shield broke off of device. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that safety device slipping off and failing to secure the needle while using cat 368607 lot 2355795.